Manufacturer narrative:
The user facility submitted medwatch 5106370 for this event. The device was not received for evaluation; therefore, a device analysis could not be completed. A potential cause of the condition could have been overtightening of the luer connection which can lead to blocked connection and/or cracks. A nonconformance has been established to further investigate the connection components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was treated with continuous renal replacement therapy using a prismaflex m100 set. A general system failure alarm was generated, and the extracorporeal (ec) blood was manually returned. The nurse attempted to disconnect the patient line; however, there was resistance. The line was disconnected but the internal part of the return tubing had broken off inside the patient¿s catheter (return lumen). The line was clamped at the time of the event. The patient line was pulled, the "drip was held" so the line could be removed with plans to replace the line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch 5106370 for this event. The device was not received for evaluation; therefore, a device analysis could not be completed. A potential cause of the condition could have been overtightening of the luer connection which can lead to blocked connection and/or cracks. A nonconformance has been established to further investigate the connection components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was treated with continuous renal replacement therapy using a prismaflex m100 set. A general system failure alarm was generated, and the extracorporeal (ec) blood was manually returned. The nurse attempted to disconnect the patient line; however, there was resistance. The line was disconnected but the internal part of the return tubing had broken off inside the patient¿s catheter (return lumen). The line was clamped at the time of the event. The patient line was pulled, the "drip was held" so the line could be removed with plans to replace the line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.